Event description:
Related manufacturer reference number: 2017865-2022-04054.it was reported that the patient presented for a right ventricle (rv) lead replacement procedure on 28 february. During the procedure, the physician had difficulty inserting hex wrench into the header of the implantable cardioverter defibrillator's rv port and reported that he did not receive any tactile feedback to affirm the wrench was engaged in the set screw. The physician maintained the effort despite lack of clarity on whether the wrench was engaged and rotated the wrench counterclockwise in an attempt to unscrew the set screw. After about 4 turns - he paused to tug on the lead and was able to successfully remove it from the header. Additionally, similar but not quite as much difficulty was noted during disconnecting the left ventricle lead as well. Based on these findings the physician did not replace the rv lead instead elected to replace the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported event of setscrew anomaly and connection anomaly could not be confirmed. The reported ventricular oversensing was confirmed; electrogram review revealed myopotential oversensing as the root cause. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.